Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain all the time no matter where I'm in my cycle") in an adult female patient who had essure inserted for birth control. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In march 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("back pain"), abdominal distension ("my stomach swells"), thyroid disorder ("I all the sudden have a thyroid issue"), anxiety ("increased anxiety"), depression ("depression"), burning sensation ("burning hands & feet"), alopecia ("hair loss"), tooth fracture ("teeth breaking"), headache ("headaches"), goitre ("goiter") and amenorrhoea ("no cycles in 11 year"). The patient was treated with surgery (removing uterus and fallopian tubes). At the time of the report, the pelvic pain, back pain and abdominal distension had not resolved. The outcomes for thyroid disorder, anxiety, depression, burning sensation, alopecia, tooth fracture, headache, goitre and amenorrhoea were unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, back pain, burning sensation, depression, goitre, headache, pelvic pain, thyroid disorder and tooth fracture to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- back pain, pelvic pain, increased anxiety, depression, stomach swells, thyroid issue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: plaintiff fact sheet received. Case became serious incident.event amenorrhea, burning feet & hand , hair loss , headache , fibromyalgia, goiter were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain all the time no matter where I'm in my cycle') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("my stomach swells"), thyroid disorder ("I all the sudden have a thyroid issue"), anxiety ("increased anxiety"), depression ("depression"), burning sensation ("burning hands & feet"), alopecia ("hair loss"), tooth fracture ("teeth breaking"), headache ("headaches"), goitre ("goiter") and amenorrhoea ("no cycles in 11 year"). The patient was treated with surgery (removing uterus and fallopian tubes). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, back pain and abdominal distension had not resolved and the thyroid disorder, anxiety, depression, burning sensation, alopecia, tooth fracture, headache, goitre and amenorrhoea outcome was unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, back pain, burning sensation, depression, goitre, headache, pelvic pain, thyroid disorder and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain all the time no matter where I'm in my cycle") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & novasure ablation performed on same day"). The patient had a medical history of penicillin allergy (clavulanic acid & verapamil allergy), menorrhagia and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("back pain"), abdominal distension ("my stomach swells"), thyroid disorder ("I all the sudden have a thyroid issue"), anxiety ("increased anxiety"), depression ("depression"), burning sensation ("burning hands & feet"), alopecia ("hair loss"), tooth fracture ("teeth breaking"), headache ("headaches"), goitre ("goiter") and amenorrhoea ("no cycles in 11 year"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, back pain and abdominal distension had not resolved. The outcomes for thyroid disorder, anxiety, depression, burning sensation, alopecia, tooth fracture, headache, goitre and amenorrhoea were unknown. The reporter considered abdominal distension, alopecia, amenorrhoea, anxiety, back pain, burning sensation, depression, goitre, headache, pelvic pain, thyroid disorder and tooth fracture to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: 1. Uterus, cervix, and bilateral fallopian tubes - cervix - - chronic cervicitis with erosions - squamous metaplasia endometrium - - atrophic endometrium myometrium no pathologic abnormality serosa - - serosal fibrovascular adhesions, focal right and left fallopian tubes - - fallopian tubes x2 with serosal fibrovascular adhesions status post bilateral essure coils in the fallopian tubes - paratubal cyst, left. Gross description: 1. Specimen submitted as "uterus, cervix and bilateral fallopian tubes" consists of a uterus, cervix and attached bilateral fallopian tubes. The tubes are removed and the uterus and cervix weigh 54 grams. The uterus is 7 x 4 x 2.8 cm. In the posterior wall near the right cornu is a portion of coiled silver-colored metalized device consistent with essure coil. The coil extends into the lumen of the right fallopian tube. The myometrium is palet an at 1.6 cm thick without any nodules seen grossly. The right fallopian tube is fimbriated and is 7.5 cm in length x 0.5 cm in diameter. The essure coil fills the lumen. Near the fimbria is an intact 0.3 cm in diameter thin-walled serous-filled cyst. Essure coil is seen thin the left fallopian tube, which is fimbriated and 5.5 cm in length x 0.5 cm in diameter. The serosa is smooth. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical record received. Event medical device monitoring error added. Reporter information & new reporter added. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.